Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is approaching the recommended replacement time but the recommended replacement indicator has not yet triggered. The ipg remains in use. No patient complications have been reported as a result of this event.